Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead perforated the target vessel. The lead was removed and the patient will receive a new lv lead at a future date. No further patient complications have been reported as a result of this event.